Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited a high capture threshold resulting in intermittent capturing, the lead also exhibited low pacing impedance, and oversensing of noise that inhibited pacing. The rv lead was capped and replaced on (B)(6)2021. The patient was stable throughout.